Manufacturer narrative:
The reliance vision single chamber washer was installed in july 2011, not july 2019. This was a typographical error in the initial report.

Manufacturer narrative:
Based on the investigation performed by steris, the c4 contactor was stuck in the closed position which allowed the drying elements to overheat and the reported event to occur. The user facility was provided with a replacement washer. No additional issues have been reported.

Manufacturer narrative:
On 1/16/2020, steris received user facility medwatch report number mw5091390. Upon receipt of the report, we reviewed our service history and confirmed the event described in this report is the same event which was reported. The washer has been returned to steris for further evaluation. A follow-up MDR will be submitted when additional information becomes available.

Manufacturer narrative:
A steris service technician arrived on site following the reported event to inspect the reliance vision single chamber washer and found the fire had appeared to start from the top of the washer. The reliance vision single chamber washer is under steris service agreement for maintenance activities and was installed in july 2019. The last preventive maintenance was performed by steris on november 6, 2019. At this time, the washer was found to be operating according to specification. No issues with the function of operation of the unit were identified. At this time a root cause could not be determined. The washer is being returned to steris quality for further evaluation. A follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported they observed flames coming from their reliance vision single chamber washer. The flames were put out by the facility's sprinkler system. The department was evacuated, and the fire department was deployed. No report of injury.